Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. Additionally, customer experienced low blood glucose (bg) level of 52 mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.